Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2005 due to wound in vagina, exposure of synthetic mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tah w/bso, sling cystoscopy, anal sphincteroplasty, perineal body reconstruction, excision right bartholin¿s gland, rectocele repair, sacral colpopexy, paravaginal defects repair and birch urethropexy due to sui, pop, cystocele, rectocele, enterocele, deficient perineal body, interrupted anal sphincter and dilated bartholin¿s gland. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.